Event description:
The surgeon implanted a piece of porcine dermal collagen -permacol- made by tissue science laboratories for ventral hernia on (B) (6) 2010. As surgeon was still sewing the mesh into pt, the mesh split. The surgeon removed the mesh and was able to proceed without the need for any implant. The implant was defective and wasted.